Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the name of the procedure? Procedure on the colon. What was the procedure date? (B)(6) 2021. Was there any adverse consequence associated with the patient? No. Please confirm the specific number of patient events: only one patient impacted and only one procedure please confirm the specific quantity of needles pulled off from the thread for patient involved in this event. The devices are not available for analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Events reported via: 2210968-2021-08714, 2210968-2021-08715 and 2210968-2021-08716.

Event description:
It was reported that a patient underwent a colon procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.